Manufacturer narrative:
A ge service representative performed an on site investigation. The cine hard drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported intermittently on boot up the system displayed a cine disk error message. There are reports of patient injury or death associated with event.